Manufacturer narrative:
However, the patient deteriorated, was intubated and developed asystole for which acls was started. The patient regained spontaneous cardiac activity but remained hypotensive. Fifteen minutes later, he developed a second episode of asystole and was subsequently pronounced dead. No autopsy was requested by the family members. The cause of death was hypotension due to hemorrhage. Pta was performed on a 95% occluded lesion in the proximal left internal carotid artery of 15mm in length in a 5.0mm vessel diameter with mild vessel tortousity. The arch ii was severely calcified. A 6mm extra support angioguard was deployed and the lesion was pre-dilated. Then an 8x30mm precise pro rx stent was deployed. There were no neurological deficits following the procedure. Concomitant devices: angioguard catalog number 601814rec and lot number 70210513. Concomitant medications: atropine and levophed were administered during the procedure. The report received from (B)(4) study indicated that the physician attempted to prep three angioguard devices in a normal fashion and all three were failed attempts. The wire bowed out of the peel away sheath proximal to area that turns from peel away to over the wire. A 4th angioguard was successfully used. During the pta procedure in which an 8x30mm precise stent was implanted, the patient developed an episode of bradycardia and hypotension for which he was given atropine with improvement. After the procedure, the patient developed bradycardia and hypotension again after which the patient was transferred to the intensive care unit for hemodynamic monitoring. The patient remained hypotensive and urgent thoracic echocardiogram showed no evidence of an acute cardiac event. A-fib was ruled out and the patient's blood pressure improved with levophed. During the night the patient's hemoglobin dropped from 10 to 7 with unchanged hemodynamics. The patient received 2 units of blood which increased hemoglobin up to 8.4. The patient also had a gi bleed from an unknown site and a CT scan found an 8x5cm right-sided retroperoneal hematoma without evidence of active bleeding. The patient later deteriorated decreased to systolic of 70s with tachycardia and sudden onset of abdominal pain. Despite treatment the patient deteriorated, was intubated and developed asystole for which acls was initiated. The patient regained spontaneous cardiac activity but remained hypotensive. Fifteen minutes later, he developed a second episode of asystole and was subsequently pronounced dead. No autopsy was requested by the family members. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device, but is likely related to vessel characteristics, patient and procedural factors. This is one of two devices associated with the reported event that were submitted under the following manufacturing numbers 9616099-2010-00659 and 1016427-2010-00097.

Event description:
As reported by (B)(4) study, during a pta procedure in which an 8x30mm precise stent was implanted, the patient developed an episode of bradycardia and hypotension for which he was given atropine with improvement. After the procedure, the patient had bradycardia and hypotension again after which the patient was transferred to the intensive care unit for hemodynamic monitoring. The patient remained hypotensive and urgent thoracic echocardiogram showed no evidence of an acute cardiac event. A-fib was ruled out and the patient's blood pressure improved with levophed. During the night the patient's hemoglobin dropped from 10 to 7 with unchanged hemodynamics. The patient received 2 units of blood which increased hemoglobin up to 8.4. The patient also had a gi bleed from an unknown site and a CT scan found an 8x5cm right-sided retroperoneal hematoma without evidence of active bleeding. The patient later deteriorated; decreased to systolic of 70s with tachycardia an sudden onset of abdominal pain. Despite treatment with medication the patient did not regain appropriate blood pressure and a decision was made to take the patient for emergently to surgery for exploration of hematoma.